Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing threshold likely due to dislodgement. Moreover, the patient with this lead was experiencing phrenic nerve stimulation resulting from lv pacing. Furthermore, patient was scheduled for an echo and will be likely scheduled for lead revision. Subsequently, this lv lead was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing threshold likely due to dislodgement. Moreover, the patient with this lead was experiencing phrenic nerve stimulation resulting from lv pacing. Furthermore, patient was scheduled for an echo and will be likely scheduled for lead revision. Subsequently, this lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing threshold likely due to dislodgement. Moreover, the patient with this lead was experiencing phrenic nerve stimulation resulting from lv pacing. Furthermore, patient was scheduled for an echo and will be likely scheduled for lead revision. To date, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Detailed analysis did not confirm the high pacing threshold observation based on normal lead resistance measurements, a passing hipot test and inspection which showed no conductor issues. Moreover, cuts were noted with the lead insulation likely explant damage. Furthermore, dislodgement and muscle stimulation were not confirmed by product analysis but was a known inherent risk of the device which is covered by the instruction for use.

Event description:
It was reported that the left ventricular (lv) lead exhibited high pacing threshold likely due to dislodgement. Moreover, the patient with this lead was experiencing phrenic nerve stimulation resulting from lv pacing. Furthermore, patient was scheduled for an echo and will be likely scheduled for lead revision. Subsequently, this lv lead was explanted. No additional adverse patient effects were reported.